Event description:
It was reported that during the out of body test, the recanalization catheter would not thread onto the guidewire. Another catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcxc10014. The device was returned. The investigation is unconfirmed for device-device incompatibility as a guide wire was able to be successfully loaded through the catheter. The investigation is confirmed for a complete outer circumferential shaft break near the marker band. Per the complaint comments, the distal tip of the catheter became damaged due to numerous attempts to get the wire through. The definitive root cause for the reported guide wire issues could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event.